Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Proper techniques for urinary catheter insertion ¿ insert urinary catheters using aseptic technique and sterile equipment. ¿ use the smallest foley catheter possible, consistent with good drainage. Proper techniques for urinary catheter maintenance: ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. ¿ keep the collection bag below the level of the bladder or hips at all times. ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said it did not have anti-reflux like it states; the bags not working. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said it did not have anti-reflux like it states; the bags not working. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.